Manufacturer narrative:
There are no reports of any system or component failure or malfunction and patient had reported that pain symptoms were much improved while the nalu system was in use. There are no reports of any specific events that may have contributed to the lead movement. It is unclear if the lead was simply migrating or if the body was rejecting the component. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 tp treat lower extremity pain. In (B)(6) 2025 the firm was notified that one lead appeared to be migrating closer to the skin surface and would require surgical intervention. A revision procedure was scheduled to address the migrating lead. On (B)(6) 2025 the physician removed the entire nalu system and elected to not implant any replacement system during that procedure to reduce chance of any onset of infection at the site. Per the physician, the new system would be implanted at a later date.